Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that a revision was scheduled for (B)(6) 2017 due to chest and back pain that were related to the implantable neurostimulator (ins) according to the patient. The patient wanted the system completed removed but the manufacturer representative stated that the health care professional (hcp) advised that lead just be moved down the spine. At the time of the call it appeared to be the plan for a revision to be done versus an explant. It was asked but not known when the chest and back pain started.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.